Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient was treated with vancomycin (2g, frequency, route, and duration not reported). The following day the patient started treatment with fortum (1g, frequency, route, and duration not reported). It was unknown if the patient recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information is not available.